Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (adjust belt messages, arrhythmia alarms) have been confirmed. As received, the belt failed incoming testing, specifically the te recognition test and the distribution node to rear therapy electrode cable was pulled from strain relief. Upon evaluation, the solder joint connecting the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) caused adjust belt messages and arrhythmia alarms.